Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 10/15/2016. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted and replaced. Healthcare professional reported "particles in valve" observed during surgery.

Event description:
This record is for the left side. Healthcare provider later reported "discomfort".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of the valve, crease fold, an opening on anterior, and white particles in the shell. Leak test and microscopic analysis was performed which identified: total delamination of the valve and a striated opening on anterior. Based on the device analysis the final assessment is: - total delamination of the valve assessed as adhesive failure. - a striated opening on anterior assessed as surgical damage. - no particles in valve were observed.

Event description:
Healthcare professional reported, a left side deflation. Healthcare professional additionally reported, left side "discomfort" and "particles in valve". The device has been explanted and replaced.